Event description:
It was reported that the patient's generator has migrated below her left breast. The physician tried to interrogate, but was unable due to migration. The patient was later successfully interrogated, and diagnostics were all within normal limits. Patient was sent for surgical consult. Attempts for further information have been unsuccessful to date.